Event description:
It was reported that during a procedure the pins on the connector of the monopolar return electrode cable were found to be broken. As a result, the procedure canceled. It was reported that the patient had received conscious sedation prior to the procedure being canceled. No medical intervention was reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the pins on the connector of the monopolar return electrode cable were found to be broken. As a result, the procedure canceled. It was reported that the patient had received conscious sedation prior to the procedure being canceled. No medical intervention was reported with this event.

Manufacturer narrative:
Upon visual inspection, one of the female ports on the lemo assembly was found to be damaged. The device was discarded by the user facility.